Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was carefully examined. Visual inspection identified deformed conductor coils in the areas 276 mm, 285 mm, and 290 mm from the terminal pin. The deformations may have appeared as bends, in the field. Resistance testing was completed and this lead was confirmed to be electrically continuous. Analysis noted the locations of the identified deformations each had some separation of the coil, which is consistent with damage due to a stylet escaping the inner lumen of the lead. However, there are no corresponding ¿bulges¿ in the lead insulation so escaping of the stylet cannot be confirmed.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned and was carefully examined. Deformed conductor coils were noted from the terminal pin. Moreover, the deformed coils may have been from the stylet escaping the lumen, the coils were slightly separated which is consistent. However, there is no corresponding bulge in the inner side of the insulation. The allegation was confirmed through visual inspection.

Manufacturer narrative:
(B)(4). The lead is expected to be returned for analysis. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that during the implant procedure prior to wound closure, this right ventricular (rv) lead was bent when fixing location was searched after insertion. Pacing lead impedance measurement was in within normal levels however it was visually confirmed that conductor coil was bent. This rv lead was never in service with another lead being successfully implanted. No adverse patient effects were reported.